Manufacturer narrative:
Two used d1000 tego connectors were returned for evaluation. As received sample # 1 came without any physical damage; sample # 2 came with physical damage on the thread post, also it was also that the seal was depressed. No mating device was returned for any tego. Sample #1. Failed the leaks and vacuum test on unactivated position and no occlusion was observed after flow test. Once the sample was disassemble it was observed a tearing damage at the end of the slit. Sample #2. Passed leak and vacuum test. However, an occlusion was confirmed. The seal damage condition its typical due to over tightening during use that might be occasioned a seal collapsed and therefore an occlusion. The complaint of leak can be confirmed based on the result on sample # 1 (leak test failed). This condition was related due to the tearing damage observed at the seal of the slit. However, the probable cause of this damage cannot be determined. The damage observed in sample #2, it's typical due an over tightening during use, directions for use - do not over tighten. A device history review could not be conducted because no lot number(s) was/were identified. Additional contact information: (B)(6). Email: (B)(6) . Phone number: (B)(6).

Event description:
The event involved a tego connector in which the customer reported that during connection of dialysis treatment on the canaud catheter, the venous pressure was at 345 at the start of treatment and they stopped the treatment to find the problem. No resistance was observed during the rinsing of branch + no clamp. When the customer removed the tego valve, the arterial pressure dropped and staying to a correct level. The customer reported that no defect was detected on the device or the packaging. Date of installation of the valve was (B)(6) 2023 and date of removal of the valve was (B)(6) 2023. The disinfectant used on the valve: chlorexidine 0.5%. List of products used in the circuit: epo, heparin, model of the catheter used: canaud right jugular. There was no blood loss, no clinical consequence for the patient, and no delay in critical therapy. The device was replaced with no further problems encountered. There was patient involvement, however, no harm was reported as a consequence of this event. During the manufacturer's evaluation on (B)(6) 2023, a leak was confirmed on the returned used device; a tear was observed but cause was unable to be determined.